Manufacturer narrative:
The sample was not received. The reported issue was unconfirmed. A root cause could not be identified as the reported issue was unconfirmed. It was noted that the arctic sun device had low flow but couldn't confirm the issue in biomed. A DHR is not required as bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed the labeling review is not required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow, but couldn't confirm the issue in biomed. They explained its do for the 2000 preventive maintenance and they said that would discuss with manager and put back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow, but could not confirm the issue in biomed. They explained its do for the 2000 preventive maintenance and they said that would discuss with manager and put back in service.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The sample was not received. The reported issue was unconfirmed. A root cause could not be identified as the reported issue was unconfirmed. It was noted that the arctic sun device had low flow but couldn't confirm the issue in biomed. A DHR is not required as bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed the labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow, but couldn't confirm the issue in biomed. They explained its do for the 2000 preventive maintenance and they said that would discuss with manager and put back in service. Per follow up information received via phone on 08nov2024, it was reported that they ran a functional verification twice and no issues were identified. No repairs were made and device was sent back to service. They cannot confirm patient use at the time of malfunction.